Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that in the past year, they had been leaking more and more. The patient was not getting greater than 50% reduction in symptoms. It had slowly increased since they ran out of the vesicare. They didn't know if the problem was they ran out of the vesicare, or if it was the stimulation. The patient was last seen (B)(6) 2024. Now they were wearing a regular pad because the liners weren't enough. The agent suggested they could consider increasing stimulation as long as it was comfortable otherwise, they could change programs. On 2026-apr-16 additional information was received from the patient. The patient stated that they had experienced significant bladder control loss since their right hip replacement post-op on (B)(6) 2026. The cause was unknown, but determined to not be due to normal battery depletion. The patient stated that when trying to get to the bathroom they would have an uncontrollable release of urine. The patient stated they had turned the device off twice and emphasized that the device was working. The patient reported that they turned the device on and increased it until they felt it, then lowered it and maintained. The patient stated that as of (B)(6) 2026 they had begun to have more control. The patient said they still have to meet with their provider. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.